Event description:
It was later reported that the audible steam pop occurred during radiofrequency (rf) ablation #7 on the anterior aspect of the left superior pulmonary vein (lspv)-ridge.

Manufacturer narrative:
Continuation of d10: product ID: non-medtronic product product type: sheath product event summary: data files were returned and analyzed. An image file returned from the field showed two radiofrequency (rf) lesions, lesion #7 and #8. An apparent increase in temperature with a drop in current limit can be observed in the lesion #8. This can be signs of impending steam pop. In conclusion, the reported issue is plausible through data analysis. The afr-00001 sphere 9 catheter was discarded and was not returned for analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during use of the sphere catheter for pulmonary vein isolation (pvi), a steam pop was felt by the physician while ablating at the anterior aspect of the left superior pulmonary vein at the ridge side. The procedure was completed and no medical or surgical intervention was needed. No patient complications have been reported as a result of this event.